Event description:
Hcp reported the patient presented to the e.r. In 2004 with withdrawal symptoms. A pump refill had previously been performed 3 weeks earlier by a different hcp. "Pump alarming on prn basis reported by patient." The catheter was checked under fluoroscopy. Medication was removed from the pump and a refill performed in 2004. The patient was given use of mscontin and clonidine. Hcp reported the pump never showed it was alarming when they interrogated it. Hcp reports the pump will need to be replaced in the near future.